Manufacturer narrative:
Although requested, neither the affected devices nor the device logs have been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during the transition off bypass after heart surgery, the patient¿s blood pressure spiked unexpectedly which was thought to be caused by an unintended large dose of norepinephrine. Reports differed regarding the duration of the event, with one stating it was over 30 minutes, the other for 2 minutes twice. The infusion was stopped. The norepinephrine infusion was restarted a short time later as the blood pressure returned to expected levels. The patient subsequently received an expected 532 mcg over 45 minutes, and the infusion was continued through the remainder of the day with no other events reported. The facility biomed checked the devices and found no issues. An event log review was requested to check programmed settings for the modules during the time period.

Manufacturer narrative:
The customer¿s report of a possible overinfusion was confirmed. Physical inspection noted the device to be in overall fair condition with dull iui connectors. The cfn/bd instrument seal was not intact, however a third-party seal was present and intact. Analysis of the pcu event log shows that at 6:30 am on (B)(6) 2016 pump module s/n (B)(4) was programmed to infuse norepinephrine 8mg/250ml. The dose entered was 2mcg/min which made the rate 3.75ml/hr. The infusion was then paused. At 9:51 am, the infusion was started. At 10:02 am, the dose was changed to 5mcg/min (rate 9.38ml/hr). At 10:03 am, the dose was changed to 2mcg/min (rate 3.75ml/hr). At 10:12 am, the dose was changed to 1mcg/min (rate 1.88ml/hr). At 10:16 am, the device was removed from the system. The volume recorded as being infused during this period was 0.386ml. At 10:16 am, pump module s/n (B)(4) was added to the system and programmed to infuse norepinephrine 8mg/250ml with a dose of 2mcg/min (rate 3.75ml/hr), then paused, and started at 10:17 am. Between 10:17 am and 1:26 pm the dose was titrated up or down multiple times ranging from 1 to 15 mcg/min, and channeled off several times for short periods and back on. At 1:26 pm, the device was channeled off. The volume recorded as being infused for this module was 30.502ml. Functional testing found pump module s/n (B)(4) to be delivering fluid out of specification on the high side. Internal inspection of the mechanism assembly showed one of the springs was bent. All possible replacement parts were observed to be carefusion parts. The date codes for the rear case and the door latch were consistent with the device's date of manufacture, however the platen, bezel, and mechanism assembly were significantly older than the manufacture date of the device, which suggests that the device was assembled using salvaged parts. The root cause of the overinfusion was identified as a bent occluder spring.